Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 430 mg/dl. Cause was not known. Customer administered a correction bolus via the pump and changed the pump supplies to address bg. Customer went to the emergency room and was treated with intravenous fluids of insulin and a sodium chloride solution to address the elevated bg. Reportedly, the customer lost consciousness. The customer was released on 30 june 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned,